Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the phenomenon occurred due to fogging of the lens, but the investigation could not determine the cause of fogging of the lens from the information obtained from this complaint and the investigation results. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the lightsource exhibited the display of the emergency lamp blinked and a failure of the emergency lamp. There was no patient involvement.